Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had insulin pump error and critical pump error. Customer's blood glucose level was unknown. Customer states insulin pump was not exposed to a high magnetic field. Customer advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a critical pump error alarm and unable to download due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify pump error 35 alarm due to critical pump error alarm. Moisture damage was also found on the force sensor and motor during visual inspection.